Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to motor flex cable not connected properly. Unable to verify e70 alarm due to motor error alarm at rewind test. Drive support disk was inspected and no anomaly was noted. Unable to performed or confirm the lost sensor alarm due to constant motor error alarm. Unit had cracked and cap.

Event description:
It was reported that the insulin pump alarmed motor. The drive support cap is missing. The blood glucose reading is 130 mg/dl. Advised the customer that the insulin pump will be replaced. Nothing further reported.